Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at customer site. The customer reported issue of thermogard exhibited mid 09 (air trap assembly) error message was confirmed during the initial functional testing and event log. The air trap sensor block was replaced to remedy the fault. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Archive event log data was downloaded and noted several mid 09 (air trap assembly) error messages on the reported event date. Historical complaints were reviewed and one similar compliant was reported for the thermogard xp ivtm console with serial number (B)(4) under (B)(4) (reported in october 2, 2017). A reported mid 09 was confirmed. The air trap sensor block was replaced. Reference MDR 3010617000-2017-00917 ((B)(4)).

Event description:
As reported during patient use, thermogard xp ivtm system, sn (B)(4) generated mid 09 (air trap assembly) and suk cover found to be loose. The suk was replaced to continue the treatment. No patient harm or consequences reported on this event.